Event description:
It was reported that during interrogation of a pt's vns a dc code of 0 was read after previously being a 2 according to the treating nurse. At the moment the pt has not experienced any adverse events and is doing well. The last known good diagnostics were from (B)(6) 2009 which were within normal limits (ok/ok/0/no). Currently, the pt is to be re-evaluated in clinic but no appointment has been made.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.